Event description:
It was reported by the patient that the charging cable melted. The charging port and both devices were damaged. Email sent to customer requesting additional information including device status.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.